Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had no capture at maximum output. The lv lead had been reprogrammed at the last follow-up visit and was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.